Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during surgery, the catheter shaft inflated after the catheter was inserted into the patient. As a result, the catheter was replaced and the surgery was completed. No patient injury was reported and no medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during surgery, the catheter shaft inflated after the catheter was inserted into the patient. As a result, the catheter was replaced and the surgery was completed. No patient injury was reported and no medical intervention was required.

Manufacturer narrative:
Received 1 used latex foley catheter with the drainage bag still attached and the original unit packaging only. Per visual evaluation, the exterior of the samples were inspected and did not find any evidence of a failure that would support the reported event.. Per the functional testing, the product was tested using a lab syringe. The balloon was inflated with 10cc water using normal fill technique and the balloon inflated without difficulty in 15sec and 16sec. The inflation funnel did not balloon out during inflation. The balloon was deflated and re-inflated again with the quick fill technique and the balloon inflated without difficulty. The inflation funnel did not balloon out during inflation. The sample was dissected and did not find anything to contribute to the reported problem. The dimensional results were as follows: eye snip length: 3/32¿, eye snip width: 1/32¿, eye snip distance from distal cuff: 12/32¿, eye snip distance from proximal cuff: 8/32¿, rubberize thickness: 12 thou, reinforcement: 185 thou, inflation funnel thickness: 51 thou, balloon thickness (average): 21 thou, inflation lumen coverage: 11 thou. There is no indication that this product is out of specification. The reported event was unconfirmed, as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during surgery, the catheter shaft inflated after the catheter was inserted into the patient. As a result, the catheter was replaced and the surgery was completed. No patient injury was reported and no medical intervention was required.